Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a button alarm occurred. Reportedly, the customer could not recall the events leading up to this alarm. There was no reported adverse impact to the customer.